Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels over 500 mg/dl. The customer changed the infusion set the day before the event, and had experienced high blood glucose levels for the past four days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. The customer didn't have another infusion set to try the test again. The customer stated that she would call back to continue the troubleshooting. Nothing further was reported.